Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the workstation monitors and camera. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9600+ system is not diagnostic. It was reported that it was not getting enough penetration, however the case was completed. There was no report of patient injury.